Event description:
A report was received that the patient had developed an infection at the pocket site. Symptom includes drainage at the site. The physician believed the infection was not device or procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-4316, lot #: 16204847, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.